Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the okay button was under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-dec-2018 with the following findings: during investigation, there was a peeling keypad from base. There was no other damage to keypad. Ok, contrast, up, down keys are intermittently responding. Removed the keypad and found contamination under the all key contacts. Bolus button torn/punctured, but responsive..battery compartment cracked below and above grip pad. Cover crack between corner of lens and case seal.